Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported the needle did not retract fully when the safety pull-button was activated. The collector had a needlestick into their palm

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type, investigation findings code, investigation conclusions code provided in the initial MDR 3014312726-2025-00012. The previously reported report type is adverse event and product problem, investigation findings: 170, investigation conclusions: 25 was incorrect. The correct report type is product problem, investigation findings: 213, investigation conclusions: 4323.